Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that impacting platform on handle disassociated from handle. It was also reported that there were no adverse consequences to the patient.

Manufacturer narrative:
An event regarding alleged crack/fracture involving an accolade handle was reported. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: "the device broke through the weld between the impaction pad and the body. No weld call-out was found on the design document so further analysis of the broken weld cannot be performed. Eds was performed on the impaction pad and found consistent with 17-4 ph stainless steel alloy." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported falls in the scope of nc. Additionally, a material analysis was performed and concluded that device broke through the weld between the impaction pad and the body. No weld call-out was found on the design document so further analysis of the broken weld cannot be performed. Eds was performed on the impaction pad and found consistent with 17-4 ph stainless steel alloy.

Event description:
It was reported that impacting platform on handle disassociated from handle. It was also reported that there were no adverse consequences to the patient.